Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient "recently began to have breakthrough seizures" and that "high impedance of the leads was detected suggesting faulty leads". Physician review of x-rays revealed no device anomalies. The patient underwent revision surgery, during which both the lead and generator were explanted and replaced. No serious injury was reported.